Event description:
Edwards received information that a 23mm 3300tfx pericardial aortic valve, implanted approximately nine (9) years and two (2) months, was explanted due to aortic stenosis secondary to calcification and structural valve deterioration. The device was originally implanted for bentall surgery to correct aortic regurgitation. The device was explanted and replaced with a 23mm 8300ab pericardial aortic valve with no adverse patient events reported. The patient status was reported as recovered. There was no allegation of device malfunction.

Manufacturer narrative:
H3: device evaluated by manufacturer: customer reports of stenosis, structural valve deterioration, and calcification were confirmed. X-ray demonstrated wireform intact, heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect and 1mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. Suture threads remained attached to the sewing ring around the valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 3300tfx pericardial aortic valve, implanted approximately nine (9) years and two (2) months, was explanted due to aortic stenosis secondary to calcification and structural valve deterioration. The device was originally implanted for bentall surgery to correct aortic regurgitation. The device was explanted and replaced with a 23mm 8300ab pericardial aortic valve with no adverse patient events reported. The patient status was reported as recovered. No additional information was provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.